Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose was 5.3 mmol/l at the time of incident. Customer reported that the insulin pump had a safety alarm and unable to clear due to unresponsive buttons. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Insulin pump had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, displacement test or verify battery out limit alarm due to unresponsive button.